Event description:
On (B)(6) 2019, the patient underwent follow-up computed tomography (CT) imaging as he was feeling unwell.

Manufacturer narrative:
Report task section: manufacture plant: updated information. Manufacturer ID: updated to correct manufacturer registration number 3007284313. H6, code 213: the review of the manufacturing records verified that the lot involved in this event met all pre-release specifications. H6, code 22: according to the gore® excluder® aaa endoprosthesis instructions for use (IFU) adverse events that may occur and/or require intervention include, but are not limited to component migration, renal complication (e.g. Occlusion, insufficiency). Additionally, the IFU recommends that the gore® excluder® aaa endoprosthesis diameter be at least 2 mm larger than the aortic inner diameter (10 ¿ 21% oversizing). It is recommended an aortic endoprosthesis diameter of 35 mm treat an aortic vessel diameter of 30 to 32 mm.

Manufacturer narrative:
H6. Conclusions code 1: corrected code. The following statement in the previous medwatch report sent august 29, 2021, is withdrawn : "additionally, the IFU recommends that the gore® excluder® aaa endoprosthesis diameter be at least 2 mm larger than the aortic inner diameter (10 ¿ 21% oversizing). It is recommended an aortic endoprosthesis diameter of 35 mm treat an aortic vessel diameter of 30 to 32 mm." As only post-implantation computed tomography angiography (cta) images were available, the claim of device sizing being outside of the instructions for use in this event cannot be establilshed.

Event description:
On (B)(6) 2019, this patient was treated with gore® excluder® aaa endoprostheses as well as gore® excluder® iliac branch endoprostheses for an abdominal aneurysm and an iliac artery aneurysm on the right side. On (B)(6) 2019, as currently the date of best estimate, the patient underwent follow-up computed tomography (CT) imaging as he was feeling unwell. The scan revealed that the implanted gore® excluder® trunk-ipsilateral leg component rlt311415 had migrated proximal for a length of less than 10 mm, partially covering the renal arteries. The patient suffered temporary impaired renal function that subsequently resolved. A reintervention was reportedly not performed.